Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3/h6) the elca device was discarded, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced using a spectranetics elca laser atherectomy catheter to treat the patient. During advancement to the lesion, the catheter became stuck on a non-philips guidewire; therefore, removed as a system. A new catheter was used to complete the procedure with no reported patient harm. This report is being submitted due to removal as a system. There is potential for harm if it were to recur.